Event description:
It was reported to vyaire medical that the bellavista1000 alarmed and stated that the water temp had dropped. It was discovered that the unit was in standby mode and was turned off for 20 minutes. The device was turned back on however the patient was transferred to an alternative ventilation. No patient harm.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation no unintended ventilation off visible on the logs. Each time when the "ventilation turned off by the user alarm 217 also triggered. No hw failures or internal communication issues visible on the logs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.